Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On an unspecified dare, customer received unspecified high readings on the sensor compared to laboratory reading obtained in the hospital. On (B)(6) 2018 customer experienced "blood sugar shock" (diabetic shock) which was noted based on headache and lost consciousness. Customer had contact with a healthcare provider who diagnosed with hypoglycemia and treated with unspecified intravenous injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On an unspecified dare, customer received unspecified high readings on the sensor compared to laboratory reading obtained in the hospital. On (B)(6) 2018, customer experienced "blood sugar shock" (diabetic shock) which was noted based on headache and lost consciousness. Customer had contact with a healthcare provider who diagnosed with hypoglycemia and treated with unspecified intravenous injection. There was no report of death or permanent impairment associated with this event.